Manufacturer narrative:
One cadd®-solis hpca ambulatory infusion pump was returned for analysis. The customer's reported problem was "failing flow rate". A visual inspection found no physical damage on the customer's pump. The pump was visually inspected and was tested for any signs of function and pressure failure. The delivery accuracy tests found the pump to be within the published specification of +/- 6%. What caused the reported problem is unknown. Who caused the reported problem is unknown. No problem was found. The device history record was reviewed and found to be in compliance as no manufacturing or testing issues were found.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump had a failing flow rate. Unknown if there was patient involvement.